Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machines were placed on critical override, and no new information was transmitting from epic to pyxis. A technical support specialist (tss) identified that the carefusion coordination engine services were set to manual startup and did not restart after the server update and reboot. The tss reconfigured the services to automatic delayed startup and initiated them, then verified connectivity between the enterprise server (es) and pharmacy information system (pis), confirming that message flow was restored and functioning normally. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the machines were placed on critical override, and no new information was transmitting from epic to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.